Event description:
The customer states that a pediatric serum sample generated an initial architect c8000 creatinine assay result of 2.09 mg/dl and retested at 0.63 mg/dl. The controls were in range. There was no report of impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.